Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection. The device was explanted. No additional adverse patient effects were reported. The return of the product is not expected.